Event description:
It was reported to the manufacturer by the end user, per the end user the staff member got their right hand pinned between the resident and the boom of the lift when the resident was lifted. The staff member was sent to the ER for evaluation of the right hand and it was determined to be soft tissue damage. The staff member was on light duty for about a week and has since returned to normal duties. (B)(4) were entered into our system to have the lift returned to joerns for investigation. The lift was received at joerns on 06/12/2017. Upon investigation, it was determined that the issue that generated this complaint appears to have been misdiagnosed as no defects were found during testing.